Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis revealed that review of save to disk data showed an unexplained battery voltage drop beginning on (B)(6) 2025 while the device was still implanted. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. Battery analysis revealed that no internal defects or abnormalities were observed that could cause early depletion of the battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased. The patient experienced a ventricular tachycardia (vt) storm that resulted in eighteen shocks being delivered. The device reached end of service (eos) during the vt storm and subsequent shock therapies. During the final shock the cardiac resynchronization therapy defibrillator (crt-d) experienced a charge circuit timeout, which resulted in an aborted shock therapy.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device determined that the device met specifications for normal device operation. Hybrid analysis revealed that review of save to disk data showed an unexplained battery voltage drop beginning on (B)(6) 2025 while the device was still implanted. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. Battery analysis revealed that no internal defects or abnormalities were observed that could cause early depletion of the battery. Upon further review of the save to disk voltage weekly chart, the voltage drop from on (B)(6) 2025 appeared to be due to the planned formation charge (every 3 months). On (B)(6) 2025, the patient experienced a ventricular tachycardia (vt) storm that resulted in eighteen shocks being delivered. The minimum battery voltage on (B)(6) 2025 was 2.621v, which was believed to be a result of the 18 shocks. In fact, this voltage has been recovered from 2.5534v (eos) or below on (B)(6) 2025 when device reached eos. Prior to the 18 shocks on (B)(6) 2025, there were battery voltage readings on (B)(6) 2005: minimum 2.812v, maximum 2.86v. Battery voltage is not too far from the rrt voltage of 2.727v. During multiple shocks, battery is forced to charge the high voltage capacitor without sufficient time for battery voltage recovery from a previous shock, which would lead to lower and lower battery voltage and increased charge time. In episode #948, we can see that the charge times in the 3 visible shocks increased from 9.87 se conds to 16.91 seconds. The rest of shocks were not visible, but charge time out (cto) occurred, and device reached eos (end of service) due to battery voltage reached eos voltage (2.5534v). This appeared to be an expected outcome for a battery at this depth of discharge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the device did not store the data associated with all of the shocks in an episode because of the duration of the episode which led to waveform suspension time. It was observed that in the decoded device data that the device did indeed deliver a full energy programmed shock after the charge time out therapy aborted. It was noted that there is evidence that a high voltage therapy was delivered as programmed after the charge time out event was detected. It is likely that the two excessive charges occurred after that last high voltage therapy leading to the end of service (eos) observation. It was also noted that the battery voltage trend shows a dip six days prior to the shock storm. This battery voltage dip is expected behavior and is due to a scheduled conditional eighteen joules charge. It is likely that the charge time out and excessive charges resulted from the battery being heavily loaded over a short period of time. The battery was still recovering from the eighteen joules charge and subsequently had to deliver at least ten consecutive thirty-five joules¿ shocks six days later.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.